Event description:
Procedure type: lap chole. According to the reporter: after several firings, the jaws of device would not close and clips fell into the pt cavity. The clips were immediately retrieved. Subsequently, the device was removed from the pt along with the trocar. A new instrument was used to complete the procedure. No tissue loss and no bleeding occurred, however surgery time was extended by more than thirty minutes as a result.